Event description:
It was reported that a patient presented with dislodgement of the right ventricular lead, which was confirmed via x-ray imaging. No electrical malfunctions were reported. The lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout.

Manufacturer narrative:
Field should reflect x-ray imaging.